Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was not getting symptom control since (B)(6) 2017, and they thought their ins battery was low. The patient was trying to change programs on (B)(6) 2017, but they were not feeling stimulation, even when they increased it up to 3.6 volts, which was ¿way high¿ for them. It was noted that they were feeling something, but it wasn¿t like the stimulation they normally felt; they did not know what to call the sensation they were feeling, and did not know when it first started. They stated that they did not want to leave stimulation that high because they were worried that stimulation sensation may come back all at once, at that level, if it started to suddenly work. The patient also stated that their back was hurting for the last ¿week and a half,¿ and were wondering if it was device related; they noted that they had been doing pool exercises, and had lifted up some heavy groceries the other day, and it could have been from that. It was reviewed that they could try turning off the stimulation to see if that resolved their back pain. It was also reviewed that the ¿ins battery low¿ icon will come up on their pp when it gets low; the patient confirmed that they were not seeing that icon on their pp yet. It was recommended that they follow up with their healthcare provider about their symptoms and a possible program change. The patient noted that the last time they saw their healthcare provider, they did testing on the patient¿s bladder and thought that everything was fine the way it was set on the device. The patient stated that they would let their healthcare provider know of the situation, and talk to them before further increasing stimulation. No further patient complications are anticipated or expected as a result of this event.